Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the emergency room with pacemaker mediated tachycardia (pmt). Upon interrogation, atrial sensing of the ventricular sensed event was noted. A programming change was made. The patient was stable and will be monitored routinely.